Manufacturer narrative:
Other relevant device(s) are: product ID: 377660, serial/lot #: (B)(6), ubd: 24-may-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the use of the lead 377660 octad 1x8, high impedance was observed on contacts 3-4 on one lead. The issue was confirmed intraoperatively and again with the ins once connected. The surgeon suspected scar tissue and decided against revising the leads due to the patient's history. The surgeon was confident that programming could be adjusted to work around the impedance issue, as stimulation was effective. Programming adjustments were planned for the postoperative period in one week. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See general text for omitted information